Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was over 600 mg/dl. Customer stated that he put medicine in it and he keeps getting a no delivery. Customer's blood glucose was 516 mg/dl this morning. Customer brought it down to 428 mg/dl and then it was 445 mg/dl at noon. Customer's blood glucose was 289 mg/dl after he treated with a pen. Customer has manual injections as a back-up plan. Customer stated that the alarm occurred during manual prime but has not been recurring. Customer cleared the alarm. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer's blood glucose was 412 mg/dl while on the call. Customer was assisted with correcting the time and date. Customer stated that the cannula was occluded. Customer had 2 infusion sets with bent cannulas and was advised to do a complete set change.